Event description:
(B)(4). I was told there would be no pain- from the minute I woke up I have been in pain. When mentioned to the dr I was told it was scar tissue and it was normal. Always on the left side and recently now the right side. I have also experienced hair loss, depression, low sex drive and pain during sex.